Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an incomplete bolus alert. Tandem technical support educated the customer on how incomplete bolus alerts occur. Customer had elevated blood glucose (bg) levels (275 mg/dl). Customer addressed elevated bg levels via the pump.